Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is underway. As received, the battery was unable to power on a monitor and charge. Root cause investigation is currently underway at the supplier. No adverse event resulted from the defective battery pack.

Event description:
During servicing of a battery which was returned for an unrelated issue, a reportable problem was found. The battery was unable to power a monitor and charge.

Manufacturer narrative:
Follow-up report #1: additional information - 09/29/2016. Device evaluation of battery sn (B)(4) was completed. The investigation found that the battery pack was fully functional and was able to recharge and power on a monitor. The initial report was submitted to FDA in error due to a documentation error. There was no battery malfunction. Device evaluation of battery pack sn (B)(4) is underway. As received, the battery was unable to power on a monitor and charge. Root cause investigation is currently underway at the supplier. No adverse event resulted from the defective battery pack.

Event description:
During servicing of a battery which was returned for an unrelated issue, a reportable problem was found. The battery was unable to power a monitor and charge.